Event description:
It was reported the patient experienced pain at the ipg site. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a smaller model. The patient is doing well postoperative and the issue is resolved.